Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced excessive battery drain, leading to device non-use. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same procedure.

Manufacturer narrative:
This report is filed on august 22, 2013.